Event description:
Reporter stated that paramedics were summoned on behalf of a renal patient. Patient reportedly presented as gcs 12 (glasgow coma scale), responding to pain, and moving all limbs purposefully. Reporter noted that patient was maintaining his airway, with non-labored respirations, vesicular lung sounds, and atrial fibrillation was monitored with no acute changes on the 12-lead electrocardiogram. Patient's blood glucose was reportedly tested, using the paramedics' accu-chek performa system, with a result of 14.2 mmol/l at 10:45 pm. Reporter noted that patient is a type 1 diabetic, receiving peritoneal dialysis using a dialysate containing icodextrin (a labeled interferent for the performa test strips). En route to the hospital, patient's gcs reportedly increased and subsequently decreased (values not provided) upon arrival in the emergency department. Patient's blood glucose was reportedly retested on a hospital laboratory instrument, at 11:37 pm, with a result of 3.0 mmol/l. Reporter stated that patient was treated with dextrose. No additional information about treatment received or patient's current condition was provided. The test strips were not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B) (6). Device not returned to manufacturer.